Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the cartridge loading process of their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the alarm and arranged to replace the customer¿s pump. The customer was instructed on how to return the problematic pump and acknowledged the steps required upon receiving the replacement pump.